Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was able to verify the reported issue. While performing a preventive maintenance (pm), the fse found dry crystallized fluid substance inside the pneumatic module compartment. The fse verified fluids did not progress any further into the iabp. The safety disk test and pneumatic interface module test had failed multiple time. The fse found a lot of condensation in the pneumatic interface module and dry mucus like substance inside chassis in the pneumatic module assembly. The fse then performed crm procedure a few times, and could not resolved issue by drying out pneumatic module. To fix the issue, the fse replaced the pneumatic interface module due to fluid damage, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. Pm was completed and the iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure and a very loud squealing. No patient harm, serious injury or adverse event was reported.